Event description:
It was reported that at a follow-up appointment, this implantable device battery was found to have a remaining longevity of nine months. However, the following day, a remote data transmission indicated that only four months of longevity remained. Potential premature battery depletion was suspected. It was stated that the data would be forwarded to boston scientific technical services for review. At this time, the device remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, this implantable device battery was found to have a remaining longevity of nine months. However, the following day, a remote data transmission indicated that only four months of longevity remained. Potential premature battery depletion was suspected. However, upon a data review by boston scientific technical services, it was confirmed that the device battery was depleting normally. At this time, the device remains implanted and in-service. No adverse patient effects were reported.